Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the device was damaged when being removed from the package. While being removed the light bundle came apart from the blade. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device was damaged when being removed from the package. While being removed the light bundle came apart from the blade. No patient injury reported.